Event description:
A surgeon reports that one of his patients is experiencing visual disturbances following intraocular lens implant. The patient complains of seeing dark shadows while reading with their glasses on. The association between this report and the intraocular lens is not known. Additional information has been requested.

Event description:
Additional information provided by the surgeon indicates that the intraocular lens was removed and replaced on 08/2001. The replacement lens was the same model with one diopter less power. The lens was placed in the sulcus. The surgery went well. The pt no longer complains of seeing shadows. The surgeon feels that the shadows were not associated with the intraocular lens itself, but were the result of the position of the lens relative to the iris.